Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular lead were explanted due to insulation breach. The breach could be visualized on the proximal portion on the leads between the suture sleeve and lead pin. The patient was discharged.